Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a myosure procedure for polyp removal. Once the polyp resection was completed, the cavity appeared intact. The patient was then undergoing a novasure procedure, where the cavity integrity assessment (cia) test took 15 seconds to pass and the ablation began. About 25 seconds into the ablation cycle, the blood quickly began to infilitrate the novasure tubing passing the desiccant filter which led to a vacuum failure alert at 40 seconds. The physician removed the device to inspect and saw no issues and proceeded by using a sound to tap the vacuum relief valve and reinserted and reseated the device. Upon the cia with the same device, the blood became present in the width dial and the cia test failed. Hysteroscopic evaluation was performed and did not initially reveal evidence of perforation. A second novasure device was attempted but the cia test failed again and the procedure was aborted. The patient was subsequently scheduled for bilateral salpingectomy. During a follow up laparascopy was identified a minor uterine perforation. The patient was reported to be doing well post procedure. It was later noted that the patient was 4 months postpartum following a vaginal delivery.